Event description:
It was reported by the customer that during preparation for an unknown procedure, the single-use mechanical lithotriptor wire could not be threaded. The intended procedure was completed without delay with a similar device. The patient was under propofol sedation. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to h6 component code of the initial report, "4755- part/component/sub-assembly term not applicable" is being corrected to "463- guidewire". Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that the guidewire tip was broken and there was a fracture shape which suggested a brittle fracture. However, there were no missing parts. It is likely that the guide wire distal end did not meet strength specifications; however, a root cause has not been determined. The event can be detected/prevented by following the instructions for use which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.